Manufacturer narrative:
There is a relationship between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electronic component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the wand has no power. The procedure was completed with an arthrex cool cut ablator. No patient injuries were reported.